Event description:
The customer observed a false reactive architect hbsag result for a pregnant female patient. The following data was provided (hbsag <0.05 iu/ml is nonreactive, >/=0.05 iu/ml is reactive): sample ID (B)(6) initial result, on (B)(6) , was (B)(6) repeat was (B)(6) iu/ml. Based on these results, the patient¿s newborn was given an immunoglobulin injection immediately after birth, which caused vomiting, so the newborn was placed in the neonatal monitoring incubator. The patient was redrawn six hours postpartum and the hbsag result, on (B)(6) , was (B)(6) iu/ml. It was noted that there was no neutralizing confirmatory testing done on the repeat reactive sample. Additional laboratory results were provided: hbeagqual was (B)(6) s/co, anti-hbcii was (B)(6) s/co, anti-hbs was (B)(6) miu/ml, and anti-hbe was (B)(6) s/co. The newborn has since been released from the hospital with no other impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6). This report is being filed on an international product, list number 06c36-78, that has a similar product distributed in the us, list number 04p53.

Manufacturer narrative:
On 12may2022, it was discovered that the incorrect medical device problem code was used. The medical device problem code updated from a090804 to a090809.

Manufacturer narrative:
The complaint investigation for false reactive architect hbsag results included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Review of trending reports for the architect hbsag reagent did not identify any related trends. Historical performance in the field of the reagent lot using worldwide data through abbottlink was evaluated. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lot. Specificity testing was performed using an in-house retained kit of lot 28512fn01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. In this case, based on the repeat reactive hbsag results, the patient¿s newborn was given an immunoglobulin injection after birth, which caused vomiting, and the newborn was placed in the neonatal monitoring incubator. No neutralizing confirmatory testing was performed on the repeat reactive sample. A new sample was drawn from the patient six hours postpartum with a nonreactive hbsag result of 0.00 iu/ml obtained. The investigation determined that the customer did not follow the testing algorithm outlined in the package insert. Therefore, this event is deemed abnormal use. Based on the information provided and abbott diagnostics¿ complaint investigation, architect hbsag, lot number 28512fn01, is performing as intended, no systemic issue or deficiency was identified.